Event description:
It was reported that high tension arcing occurred at the x-ray tube. There was evidence of carbon tracks at the anode. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The high voltage connections were cleaned and regreased. The system was tested, and found to be working as intended and placed back into svc.